Event description:
It was reported that during implant of device, when the lead was being secured into the connector the second screw was not able to be screwed in. Multiple attempts were made and finally the screw came off the silicone. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached and there was a missing set screw part.